Manufacturer narrative:
Device passed the displacement test, rewind test, basic occlusion test, occlusion test, active current test and self test. Critical pump error (open book image) not confirmed. Device failed the prime or seating test and force sensor test due to moisture damage on the motor and force sensor. Device failed the sleep current test due to moisture damage on the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had open book image on the pump screen. The blood glucose level was unknown at the time of incident. Customer stated that there was no any alarm was displayed before the open book image was displayed on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.